Event description:
It was reported that the user experienced rising blood glucose while using a steel 6 mm contact/detach infusion set and discovered the needle guard had not been removed, resulting in inadequate insulin delivery; the user replaced the infusion site and resumed insulin therapy, with a highest blood glucose of 245 mg/dl and duration above 180 mg/dl for approximately one to two hours. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no assistance required. Investigation included troubleshooting and education on correct infusion set deployment and site management. Investigation of this case revealed an infusion set deployed incorrectly that prevented insulin infusion, consistent with user-related application error at the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set placement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.